Event description:
Event occurred regarding 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave® clear, clamp, rotating luer where it was reported that upon initial assessment of pt, it was found that the continuous infusion set was disconnected and draining onto the floor. Upon further investigation, the extension tubing on the pt's peripheral IV was broken beneath where the needleless connector normally would fit. The line was clotted over and ultimately could not be salvaged with a tubing and dressing change. A new piv was placed, and the infusion was continued. There was no harm.

Manufacturer narrative:
Additional reporter: (B)(6). Investigation summary. The reported complaint of a broken tubing could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history record review.